Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4396 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient was syncopal. The device was reprogrammed with right ventricular capture management turned off and the sensitivity decreased. The device remains in use. No further patient complications have been reported as a result of this event.